Event description:
Related manufacturer report 3006705815-2022-17406. It was reported that the patient was undergoing an ipg replacement and during the procedure the left lead tip had pulled off and was stuck inside the old ipg. The surgeon went ahead and implanted the new ipg with the broken left lead inside the patient. Coverage was attained using the right lead and therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.